Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. Soon after deployment of a 3.50 x 48 mm synergy, a proximal edge dissection was noted in fluoroscopy. The dissection was covered with a 4.00 x 20 mm synergy and the procedure was completed successfully.